Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the device would not boot up successfully. No further information regarding the issue has been provided. No service has been performed by philips since the quotation was not accepted by the customer and the issue got resolved by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system would not boot up. No harm to user or patient was reported. Philips has started an investigation of this complaint.